Event description:
It was reported that the pt, who had open heart surgery, was taken off of bypass, and was put back on again. When she was transferred to ICU, the pump experienced helium loss alarms and blood was seen entering the helium tubing. The pt was transferred to another pump and during the process, expired. The hosp does not consider this event to be responsible for the pt's death.